Event description:
On or about (B)(6) 2010, the plaintiff underwent an implant of an ams elevate posterior graft for pelvic pain, rectocele, and urinary incontinence. It was indicated by the plaintiff's attorney that, "on or about (B)(6) 2012, plaintiff underwent a revision of the sling and mesh." Plaintiff's attorney alleged that the plaintiff has "suffered serious bodily injury, mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.